Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that slippage occurred during use of an unspecified mayfield device and a patient sustained a skull fracture. Additional information has been requested regarding patient injury and the specific unit involved in the incident.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h10. The mayfield skull clamp (xxx) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, a probable root cause for the reported complaint is improper placement of the skull clamp. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.